Event description:
It was reported that the insulin pump was dropped to the floor and now it is making a strong noise when delivering bolus. Blood glucose value was 16 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was tested no audio or beep anomaly and no hard noises when giving a bolus noted. The insulin pump passed displacement, rewind and basic occlusion tests. The insulin pump has cracked reservoir tube lip, cracked case near the display window corners and stained end cap sticker noted.